Event description:
It was reported that they had been having problems trying to recharge the implanted neurostimulator. Patient said normally they didn't need the stimulator anymore, so the battery kind of went dead, but they wanted to get an MRI done, but the MRI facility wouldn't do it if the device wasn't working. Patient then said they got an rm03 message in march, then another rm04 in april, and a few minutes ago rm03 again. Patient also said one time they tried recharging and got a pretty nasty burn on their butt from the paddle getting hot and the relay box getting warm. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger analysis of the [recharger ], model [97755 ], s/n [(B)(6)], found electrical failure - no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.